Event description:
Review of cl shows episodes of oversensing on both near field and far field. Rv lead is programmed ttr pace/sense but is an integrated bipolar b.sci lead. Sic counts have been 3 since (B)(6) 2022. Lead impedances appear stable and no evidence of large changes in impedance values. Isometrics/pocket manipulation did not reproduce any oversensing. Previously. Oversensing episodes and sic counts were noted in (B)(6) 2021. Questioned patient as to activities during (B)(6) that do not occur at other times of the year. Hcp noted that she will continue to monitor for oversensing episodes and any changes in lead impedances and increase in sic counts. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).